Event description:
It was reported by the customer that the device had been damaged. The case was cracked and warped to the point where the printer wouldn't fit properly. There were no reports of pt use associated with the reported problem. A physio-control service depot rep evaluated the device and observed that the foam spacer was out of place and covering a portion of the display. This can inhibit the user from seeing warnings, such as the status of the battery power.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device. The front case, display and keypad were replaced and the foam spacer returned to the correct location. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use.